Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and system error 2367, this system error occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) by explaining the air alarm. The hp had already cycled power one time. The hp connected 2 patient line extensions after prime. The tsr said therapy was now over and that new supplies were needed. The tsr had the hp cycle power again to get back to the start. The tsr said the hp should notify his nurse (rn) about the air alarm. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the event was not reported to her and the patient was doing fine with therapy as far as she knew. No patient injury or medical intervention was reported.